Event description:
It was reported this balloon ruptured following the second inflation, beyond rated burst pressure, during a transjugular intrahepatic portosystemic shunt (tips) procedure. It was noted under fluoroscopy the balloon material had detached and remained in the patient. Successful percutaneous retrieval of the balloon material with a snare followed. Another balloon catheter was used to successfully complete the procedure. The patient's condition is good. This device was received, evaluated and retained by this manufacturer. The engineering evaluation indicated there was a kink in the catheter staff located 156mm from the distal tip. A circumferential tear in the balloon material was noted 90mm from the distal tip. The evalaution indicated the balloon material was completely detached from the distal balloon bond. The balloon material was returned and noted to be extremely crumpled and blood stained. The co's follow up indicated this device was inflated beyond its rated burst pressure and used in a non-indicated procedure. Co believes these factors may have contributed to this event. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion.